Event description:
Device was returned for service. During service, technician found flex defective and motor vibrates intensely. (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by technician, investigation revealed the motor vibrates intensely, flex defective and bearings damaged. The device was repaired and returned to customer on (B)(6) 2012.